Event description:
It was reported that cgm experienced error message during sensor use with pump. There was no reported impact to the customer¿s blood glucose level. Technical support guided caller through complete pump reset, cgm error did not recur after reset, and caller successfully started sensor session with no further issues reported.